Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated high blood glucose level with manual injection and current blood glucose level is 178 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Auto mode feature was active at the time of event. The customer allege insulin pump was under delivering insulin because they changed infusion set. The insulin pump will not be returned and reservoir will not be returned for analysis.